Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that a patient presented in clinic for routine assessment and wound check. Small hematoma was observed to the left subclavicular pocket. The wound was cleaned and dressing applied. Hematoma was resolved. The patient is doing fine.